Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the trunk cable connector pins were bent, which prevented the electrode belt from connecting to a monitor. The root cause for the bent pins could not be positively identified, but the damage likely resulted from excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.

Event description:
While investigating a (B)(6) female pt's electrode belt for an unrelated issue, a reportable problem was discovered. The truck connector pins on electrode belt sn (B)(4) were bent. The pt was issued a replacement electrode belt.